Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose manually. Troubleshooting for motor error alarm was performed. Customer was able to complete the rewind process. Troubleshooting for no delivery was performed. Customer advised the cannula was bent and that they insulin exited the tubing. Customer was advised to send back their old infusion set and that a new infusion would be sent to them.

Manufacturer narrative:
The insulin pump passed the functional testing, including self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms were noted. No motor error alarm noted during bolus and basal delivery. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.